Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer's continuous glucose monitor displayed "low"; however, a specific bg was not provided. The suspected cause was due to the customer¿s personal profile requiring adjustments. Customer drank soda to treat the bg. Customer updated their settings to address the event.